Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call damage on 2 different sensors. Customer's blood glucose level went was 105 mg/dl. Customer's sugar glucose level was 60 mg/dl. Troubleshooting for sugar glucose vs blood glucose was performed. Customer put a sensor on to troubleshoot and the readings either go really high or really low and then the threshold suspend trigger alarms. Customer advised they calibrate properly but the sensor is not functioning the way it needs to. Customer was advised that 3 replacement sensors will be sent out to them.